Event description:
After 45 minutes on bypass, bloody foam started pouring out to the oxygenator gas port. At least 200cc of blood leak out. Procedure completed without change out, because unit was oxygenating.